Manufacturer narrative:
(B)(4).

Event description:
It was reported that infrequent noise was observed. Review of the most recent remote transmission confirmed the presence of lead noise. Lead replacement was recommended. No further information was available.